Manufacturer narrative:
The driver was received at the MFR for eval, and the reported condition of the device running by itself was confirmed. Based on the investigation details, a possible cause was corrosion and problems with the motor. Service will repaired and return the device to the customer.

Event description:
It was reported that the handpiece continued to run on its own during set up prior to the start of a procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.